Event description:
It was reported that soon after changing from controllers to the colleague infusion pump a higher number of infiltrations have been experienced. No med or surgical intervention has been required. The rptr commented that he does not feel this issue is specific to use of the colleage pump but relating to the use of infusion pumps in general.